Manufacturer narrative:
Architect hiv ag/ab combo assay list#: 4j27-20 lot#: 70286hn00 expires: 06/10/2009. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect hiv ag/ab combo assay list#: 4j27-20 lot#: 70286hn00 expires: 06/10/2009. No returns were available from the customer site for this investigation. It was noted that the hiv ag/ab reagent that the customer used for analysis on the axsym analyzer, was expired at the time of testing. Also, subsequent information provided from the customer, indicates that they are not willing to provide the instrument logs. The current investigation began with a review of the complaint tracking and trending system for the period of (B)(6) 2009 thru (B)(6) 2009. No additional complaints of this nature have been documented against the architect i2000sr analyzer, (B)(4). The architect system operations manual (B)(4) 2008 and the architect hiv ag/ab combo package insert (B)(4) provide information to address this customer's concern. No adverse trends were identified related to the issue, and a review of the instrument's service history did not detect any repeats of the issue. Based upon the data available, and the results of this evaluation, the cause of the customer's issue was not determined, nor was any deficiency/malfunction identified. This is a final report.

Event description:
The customer states that two different samples from the same patient generated non-reactive results of 0.35 and 0.32 s/co with the architect hiv ag/ab combo assay. Both samples generated reactive results on the axsym platform (although the axsym hiv ag/ab combo reagents had already expired on 08 january 2009). This same patient had tested reactive on the advia platform back in 2009 at another laboratory. There is no impact to patient management reported.